Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of a tpn leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced leakage. The following information was provided by the initial reporter: material #: 11448964 batch/ lot #: unknown. Tpn leak, did not visually see any malfunctioned tubing.

Manufacturer narrative:
Device expiration date: unknown initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the sec set no ports w/hanger dehp free experienced leakage. The following information was provided by the initial reporter: material #: 11448964, batch/ lot #: unknown. Tpn leak, did not visually see any malfunctioned tubing.